Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer originally reported that during post bariatric body contouring, the device knife did not retract and the jaws could not be opened or closed. There was no pt injury reported. The device was returned for eval with the knife exposed.